Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported the patient began feeling unwell. Of note, the patient uses tandem tslim. The patient checked her "glucose readings" (not specified if bg or cgm) prior to getting insider her car, which initially showed around 80 mg/dl. Shortly after, she started shaking and became disoriented, creating a mess inside her car. The facility staff promptly responded and provided her with glucose. They also checked her blood sugar, which had dropped to the 50s. The patient later questioned why she had not received a low glucose alert from her dexcom receiver and mobile. Upon checking her display device, it was found that the sensor had already failed at that point, which "likely prevented the device from issuing the low alert." The patient was feeling better during the report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.